Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11:the device was received for evaluation. During functional testing, the reported symptom of "upstream occlusion" was not reproduced. A review of event history log revealed multiple occurrences of "upstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified . The cause of the condition was determined to be a loose upstream pusher. The upstream pusher requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.